Event description:
The screw wouldn't thread into the plate during a procedure for a radius fracture. The surgeon was not sure whether there was a problem with the screw or the plate. The surgeon used a different plate and screw one size larger. There were no other issues and surgery was not delayed. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
A manufacturing evaluation was conducted. The hole, va5 ((B)(4)), of the plate is badly damaged. The relevant dimensions cannot be verified anymore because of the damage at the hole. The thread flanks of the hole va5 are completely flattened and therefore, the locking function is not functional anymore. It is clearly visible that the anodization layer is worn out at the damaged thread and that there are stress marks. This indicates that the damage was caused post-manufacturing, par example during pre-drilling. The locking function of all other, intact holes was checked and was functional.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.